Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: the carefusion failure analysis lab received the suspect uim (user interface module). After the unit was powered on, the screen stayed blank and all of the led's were off, duplicating the reported issue. The internal battery was found to have low voltage. The battery was replaced and the uim operated normally. The root/cause of this malfunction was determined to be material fatigue.

Event description:
The customer reported that this avea ventilator touchscreen was dark during start-up. This reported issue occurred during pre-use set-up indicating no patient involvement.